Event description:
This was a lead extraction procedure in which the cvx-300 excimer laser received a fault code and was unable to be used to complete the extraction case. The md switched to a manual extraction method which resulted in sheering off the tip of a cardiac lead which became lodged in the patient's subclavian vein. Further information continues to be gathered regarding this case.

Event description:
Follow up on this case revealed a patient disability as a result of the distal tip of the lead remaining in the patient's subclavian. The patient developed a right arm venous thrombosis causing pain and decreased use of extremity. Long term prognosis is unknown. Correction to the initial response - device was available for investigation.

Manufacturer narrative:
.